Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a pilot valve / cuff inflation/deflation issue. It was reported that the spring that closes and seals, did not return to the original position and caused the endotracheal balloon leak. It was reported that there was no patient injury in this event. Additional information provided indicated that reintubation was required as the doctor detected the leak immediately and changed the device.

Manufacturer narrative:
Evaluation summary: one sample was evaluated and the reported event was confirmed. The product is used in treatment. Product does not meet specification. The reported event was confirmed. The device history record review shows the product was released to specification. The investigation found cuff leakage but the sample was used. The investigation isolated the failure to the following: the most probable root cause is ¿cuff punctured/ ruptured during insertion/use¿ which is as a result of the cuff contact with a sharp/rough surface e.g. Teeth, utensils used during intubation. As stated in the ¿warnings/pre cautions¿ section of the product instructions for use ¿various bony anatomical structures (e.g. Teeth) within the intubation routes or any intubation tools with sharp surfaced present a treat to maintaining cuff integrity¿. Correction: MFR name, email. If information is provided in the future, a supplemental report will be issued.